Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a vf event. Emergency personnel externally defibrillate the patient. Upon interrogation, device was in backup vvi mode with therapies turned off. The physician concluded that the external therapy pads had to have been placed directly over device, causing the device to be forced into backup vvi. The device was unable to download information, was not corrupted and able to interrogate. Based on patient status and history, device was not able to be immediately explanted and returned. Physician requested to reset device, delete data, and provide appropriate biv pacing and therapy.

Event description:
New information notes that it was hard to capture data prior to resetting the device. Data was sent as a corrupted file. The device was reset and programed in similar fashion. The patient will follow-up with clinic in february.

Event description:
New information states that the patient was stable.

Event description:
Related manufacturer reference number: 2938836-2019-06509. Related manufacturer reference number: 2938836-2019-06510. New information notes that in (B)(6) 2019, the patient had a vf arrest and the device failed to rescue the patient. During the interrogation low impedance alerts for the atrial and high voltage leads were delivered in (B)(6) 2018. Insulation issue was suspected. The device and all leads were explanted. The device and leads were scrapped and will not be returned for evaluation. The patient was asymptomatic.